Manufacturer narrative:
. E1: address: (B)(6) hospital. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was sent to the interventional operating room for electrophysiological examination + radiofrequency ablation + coronary angiography. During the operation, it was found that the anchor and collagen sponge of the vessel sealer could not be released normally, and artificial pressure was performed to stop bleeding, which did not cause any harm to the patient. The estimated blood loss was less than 250cc. Additional information was received on 15jul2024: the sheath size used was an 8f, sheath of femoral artery. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The anchor and collagen sponges were not able to be released during use. There was a small plaque present, however, it was judged to meet the conditions for the use of the vessel sealer. A pre-deployment angiogram was performed. The device pulled out of the patient prior to deployment. The patient was stable. The procedure was successful.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath, and carrier tube. Additionally, a picture of the returned device was also provided. The device and pictures were visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor, collagen, clear stop, and tamper tube were all separated from the suture. The tip of the sheath was cut and peeled from the tip of the carrier tube exposing a cut in carrier tube tip. The temperature dot was also returned tripped. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).